Event description:
It was reported that the vns pt had the generator explanted due to reported pain in the breast at the generator site. The lead remains implanted and a new generator was not implanted. Additionally, it was noted after reviewing the available programming history for the device, that stimulation was disabled in 2006. It is not known if the device was turned back on. Device diagnostics performed approx three weeks prior to disabling the device revealed normal device function. Attempts to obtain additional information from the treating physician have been made, but have been unsuccessful to date. The explanted generator has been returned to manufacturer for analysis and is pending the analysis findings.